Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray (chr) discovered the right ventricular (rv) lead was dislodged which caused the rv lead to over-sense myopotentials. This lead the device to incorrectly diagnose an arrhythmia. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray (chr) discovered the right ventricular (rv) lead was dislodged which caused the rv lead to over-sense myopotentials. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: h6; removed incorrect interpretation of signal code.

Manufacturer narrative:
The reported events were dislodgement and over-sensing. As received, a complete lead was returned in one piece for analysis. The reported event of over-sensing was not confirmed. Analysis was normal. No anomalies were found.